Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: e1, e2,e3,g2 (corrections made due to pae identified during device evaluation by olympus.) G3: (correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was may 29, 2024) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation, the events ¿foreign material in the air/water cylinder¿ and ¿foreign material in the air/water channel¿ were confirmed. A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since reprocessing was not conducted properly due to leakage from the right/left and up/down angulation control knobs. The events can be detected and prevented in accordance with the following instructions for use (IFU): ¿instructions for use (IFU) states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an unspecified issue with the device. The reported unspecified issue was discovered while a technician was onsite. The technician recommended to send the device in for inspection. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the air/ water tube had foreign material inside, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was observed that white foreign material was inside of the air/water tube and cylinder. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water tightness was lost due to deformation of the knob in all directions. It was also observed that the grip was shaved. It was observed that the following unit components had corrosion due to water leakage: control unit, mount, scope connector, circuit board unit in the scope connector, outside shield, micro connector unit inside of the scope connector. It was also observed that due to corrosion on the plug unit, there was a scope communication error (b30). It was observed that the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover. It was observed that the bending angle in all directions did not meet the standard value due to wear of the angle wire. Additionally, the play knob in all directions were out of the standard value due to wear of the angle wire. It was also observed that the image guide protector was damaged. It was observed that the objective lens and the light guide lens had a crack. It was also observed that the connecting tube had a cut. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.